Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #(B)(6) product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on when the recharger (rtm) is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reports she is not able to charge the implanted neurostimulator. Patient reports the controller is 100% charged. Patient states she is getting the message battery empty cannot provide stimulation recharge the implanted device. However, when that message goes away, they are unable to get it to charge with any better-quality than "recharging". Pt had attempted to reset the controller for this issue. Pt noted no visible damage to the recharger. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller. Patient called back and was having difficulty pairing controller to ins and recharging ins. Patient confirmed receiving replacement controller and mentioned they charged their controller all night. During the call patient started a charge session and controller showed replace controller batteries message when trying to recharge the ins. Agent instructed patient to check for damage, no visible damage to recharger and controller port. Agent walked patient through resetting their controller and saw the connect the recharger screen when the recharger cord was plugged in the controller. Patient mentioned the recharger is hard to insert into the controller port and the recharger feels like it is too big causing them to force the recharger to go into the controller port. Patient mentioned they see 9 pins on the recharger and had difficulty inspecting for damage. The issue was not resolved, email to repair for the recharger.